Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was based on two errors that occurred in series. First, there was a temporary contact problem in the power supply of the image acquisition system (ias-b pc) which meant that no radiation could be triggered at level b of the biplane system. Second, the system was in the bypass mode after the reboot because the binary input output system (bios) of the ias-a pc was corrupt. Both errors were resolved on site by the local service. No parts were exchanged as only the contact problem was fixed and the bios of the ias-a pc was flashed. After that, the system was running properly again. The occurrence rate of the error pattern was checked and a possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.